Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room experiencing chest pain. Upon interrogation, the right ventricular lead exhibited a loss of capture and sensing; it was determined it was due to dislodgement. The right atrial lead exhibited a change in impedance and thresholds measurements. The device was reprogrammed. It was also noted that the patient had a history of being a twiddler. On (B)(6) 2016 the physician elected to explant and replace the lead. The patient was in stable condition post surgery.